Event description:
It was reported that the wand presented an ablation failure during tonsillectomy. The wand was active for 5 to 10 minutes with settings 7/3. A back up device was used to solve the problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the device showed extensive erosion of the electrodes, heavy contamination of the spacer, and a bent shaft. The device was connected to a known good controller, which revealed that the device connected to the controller with no issues. The wand was tested at default and maximum setting which revealed that the device performed as intended. Saline line performed as intended. The suction line performed as intended. The complaint was not verified and a root cause could not be determined as the device performed as intended. Factors, which may have contributed to the reported complaint include: the heavy contamination and extensive erosion of the wand's tip may have caused a lower output of the ablation. An issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.